Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2207 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that during testing of the devices at the facility, the needle would not retract on two accucaths. The devices were not used on a patient. This report addresses the first device.